Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery going bad and screen is bad. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). There is no information available regarding part replacement and repair.

Event description:
N/a.